Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated data : a2, b3, b4, b5, b6, b7, d3, d4 (product catalog no, corporate lot no), d6.b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh on or about (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the composix mesh . Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with upper abdominal incisional hernia thereby underwent open repair with the implant of composix mesh. Per op notes, "a composix mesh was placed to the fascial defect using prolene sutures." On (B)(6) 2008 - patient was diagnosed with abdominal wound infection thereby underwent repair with debridement of abdominal incision wound. Per op notes, "midline incisional scar, there was a granulation tissue at the base." On (B)(6) 2008 - patient was diagnosed with infected mesh, abdominal wall hernia thereby underwent repair with removal of infected mesh. Per op notes, "midline incisional scar was excised. The mesh was contracted and folded upon itself and the mesh was removed. A synthetic graft was placed."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh on or about (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the composix mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.